Event description:
Additional information was received indicating that surgical intervention was undertaken on (B)(6) 2023 wherein the patients right l1 lead was explanted.

Manufacturer narrative:
It was reported to abbott, a patient¿s system was auto reducing due to a fractured lead. Surgical intervention was taken where lead (B)(6) was sheared during the case. The lead replacement was aborted. The fractured lead was successfully explanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's right l1 drg lead was auto-reducing. X-ray imaging was undertaken and it was noted that the lead was fractured. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7424452.